Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she previously had a blood glucose level of 50 mg/dl due to manually injecting too much insulin. The customer stated that the low was treated with food. Blood glucose level at the time of the call was 285 mg/dl, which was treated with a manual injection. During troubleshooting, the insulin pump did not show any signs of malfunction. The device was not replaced or returned for analysis.